Event description:
It was reported that the patient had presented for a routine check in clinic, the ventricular lead exhibited high capture. The physician decided to address the lead during a pulse generator change out. The lead was capped and replaced on (B)(6) 2015.

Manufacturer narrative:
(B)(4).